Manufacturer narrative:
The 4fc12 sheath with lot number 0010380781 was returned and analyzed. Visual inspection of the sheath showed the shaft was kinked four inches from the tip. The afapro28 balloon catheter with lot number 56670 under vacuum and with the push button in the forward position failed the insertion into the returned sheath at the kink location and failed retraction. The afapro28 balloon catheter with lot number 13102 also failed the insertion into the returned sheath at the kink locations. In conclusion, the sheath failed the returned product inspection due to the kink. If information is provided in the future, a supplemental report will be issued.

Event description:
The sheath subsequently tested out of specification per the manufacturers investigation.